Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the mated locator and hemostasis sheath, a header bag, and a carrier tube with a polyfoil bag. The device was visually inspected and found to have been in used condition with minimal signs of blood. The locator and hemostasis sheath were returned fully mated, and a kink was identified towards the distal tip at the blood inlet hole. Carrier tube was returned in forward lock position with bypass tube intact. No other damage or issue was identified. The complaint was able to be confirmed as mechanical damage. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained during advancement due to an obstruction. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy . A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device insertion sheath was unable to be inserted. The angio-seal device was used for hemostasis after treatment using a 5 fr sheath, but the insertion sheath was not inserted into the artery. The device was not used, and an exoseal (cordis) was used, and manual compression applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved. The physician suspects that there was something wrong with the coating on the device. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. No health damage to the patient. The estimated blood loss was less than 250 ccs. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.